Event description:
The customer reported elevated initial troponin I (access accutni) results, for thirty-three patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The original results were released from the laboratory and questioned by the physician. Subsequent analysis of the patients¿ samples, on an alternate access 2 immunoassay system recovered lower results, primarily within the normal reference range. There was no report of patient consequence or change in patient treatment associated with this event. The laboratory¿s normal reference range is less than or equal to 0.03 ng/ml. Quality control (qc) is performed once daily and there were no issues. The customer performed weekly maintenance and no issues were noted. The patients¿ samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged between 3,200-3,500 rpm (rotations per minute) between five to ten minutes, at room temperature. The customer stated samples from the emergency room (ER) are centrifuged for 5 minutes. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the substrate probe tubing was kinked and replaced the substrate probe. The fse cleaned the wash and precision valves. The incubator belt and reaction vessel (rv) clips were replaced due to incubator belt needs service errors in the event log. The fse replaced the aspirate probes and cleaned the dispense probes. The wash wheel was removed and cleaned due to wash buffer residue. All alignments and voltages were verified. The fse replaced the vacuum pump as the vacuum pressure was not within the normal range. The fse performed a major preventative maintenance (pm-a): the precision and wash pump seals, wash tower insert and seals, peristaltic pump tubing, aspirate probes, pipettor tip, mixer belt, bearings, and pinch rollers were replaced and the dispense probes were cleaned. The sweep frequency and high voltage of the pipettor were adjusted. All volume checks (dispense probes, aspirate probes, substrate probe, and pipettor) were performed. A high sensitivity system check was performed and failed to pass within instrument specifications. The fse replaced dispense probes, mixer belt, pinch rollers, and pipettor probe tip. The sweep frequency, high voltages, and alignments were performed and verified. Volume checks (dispense probes, aspirate probes, substrate probe, and pipettor) were performed. Another high sensitivity system check was then performed and failed to pass within instrument specifications. The fse replaced the pipettor tip and adjusted alignments, sweep frequency, and high voltages. A high sensitivity system check was then performed and passed within instrument specifications. All quality control (qc) was within laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.